Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the device was being used on an infant when water flooded the circuit and backed up to the patient. The patient required approximately 7 minutes of ppv with 60% fi02 and 5 peep. After recovery, oxygen was increased from 5l at 28% to 5l at 45% and then titrated down over the next few days. The patient was discharged from the hospital on (B)(6) 2019.

Event description:
Customer reported the device was being used on an infant when water flooded the circuit and backed up to the patient. The patient required approximately 7 minutes of ppv with 60% fi02 and 5 peep. After recovery, oxygen was increased from 5l at 28% to 5l at 45% and then titrated down over the next few days. The patient was discharged from the hospital on (B)(6)2019.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was then performed. The concha smart column was placed into an active (heated) test neptune heater in order to determine if the low water indicator float was working properly in the concha smart column. Within 3-4 minutes the low water indicator lamp on the neptune heater came on. The energized low water indicator lamp confirmed the concha smart column float was working properly. The check valve discs for the concha smart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. The returned column was connected to a concha water bottle in correct position. Both upper and lower tubes were punctured into the concha water bottle. The concha smart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 3lpm air source and the nasal air was occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was disconnected again allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. Based on the investigation performed, the reported complaint could not be confirmed. No issues were found with the returned device. The circuit flooding was not able to be replicated even at the highest back pressure settings.